Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads come off the unit [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b brushheads, version unknown came off the unit. He stated they push on firmly, but do not stay on well. The consumer reported using braun oral-b electric toothbrushes for years, and the problem occurred with brush heads purchased from an online reseller. No symptoms developed.